Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four(4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the rigid scope could not be maintained because the coupler was loose. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head adapter easily came off from the rigid scope. The issue was found during a therapeutic procedure. The procedure was completed. The customer noted the device was not inspected prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found that the accessory packing was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.